Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro analyzer, and identified the failure mode as multiple hardware. The fse replaced sample syringe, sample syringe drive and the sample wash collar and photometer source assembly which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple erroneous low patient results generated for bun (blood urea nitrogen) and cr-s (creatinine) on system unicel® dxc 600 instrument. The erroneous patient results were reported out of laboratory and later they were amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide legible data for review.